Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the seal was not properly completed from the beginning of use. No bleeding after procedure. There was a regrasp alarm and end tone was unknown. There was no patient injury.